Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic. The right ventricular lead exhibited noise. The noise was reproducible with isometrics. The device was reprogrammed. No patient symptoms were reported and the patient would continue to be monitored.